Manufacturer narrative:
It is not known what role, if any, the lava ultimate crown played in the noted need for root canal therapy. Other factors, such as prior tooth history or level of oral care, may have been contributors to the need for root canal.

Event description:
On (B)(6) 2016, a dental office reported that a (B)(6) male patient required root canal therapy on tooth #19. This tooth had received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2011, because a prior restoration had failed and decay was noted beneath it. On (B)(6) 2014, the patient presented with pain and on (B)(6) 2014, root canal therapy was performed through the lava ultimate crown. The dental office reports that the lava ultimate crown is still present in the patient's mouth and that his condition is good.